Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID r2290, serial # (B)(4). (B)(4).

Event description:
It was reported that there was obvious noise on the atrial and ventricular channels of the analyser, but there was also noise on the catheterization lab monitor and the anaesthetic machine monitor when the leads were being testing during an implant. The programmer was turned off to try another power point. The noise on the other monitoring equipment disappeared. Another power point was accessed. The programmer turned on again and the noise returned to the other monitors. The programmer was again turned off and the other monitors noise disappeared. It was at this point the programmer was taken from the lab and another used successfully in its place. The programmer and the analyser have been returned. The implant was successfully completed. No patient complications have been reported as a result of this event.